Event description:
Healthcare professional (hcp) reported that a patient was injected with 2 ml of juvéderm® volux¿ in the chin, periauricular and jawl arc. Approximately a little over three weeks later, patient experienced inflammatory nodule. Patient was treated with hialuronidase, clindamicina, deflazacort, ciprofloaxacine. Symptoms has been resolved two months later.

Manufacturer narrative:
Suspect product: row 2 with lot number 963/2. Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe will not be returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.